Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Reportedly, the customer declined additional troubleshooting from tandem technical support. Customer's blood glucose level was 168 mg/dl.